Event description:
The patient reported that the buttons were not responding on the keypad. The buttons have to be pressed multiple times to elicit a response from the keypad. The reporter denies damage to the keypad or exposure to water.

Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be intact with no lifting or peeling. All keypad buttons were intermittently responding during testing. The keypad was removed and all the key contacts were inverted and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.